Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link IV connector was accidentally disconnected from the central line because it blended with the IV tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.